Event description:
On (B)(6) 2021 a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2023 the patient had difficulty mobilizing the peg tube. On (B)(6) 2023 the patient underwent a tubing replacement and a buried bumper was diagnosed. It was reported that a physician was able to remove the j tube and cut the peg at the internal bumper, and all that is left is the internal bumper (which is buried). The patient was referred to a surgeon for the buried bumper removal. The peg and j tube were discarded.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The internal bumper of the tubing involved in the event remained implanted in the patient; therefore, a return evaluation is unable to be performed. The tubing involved in the event was discarded. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.